Event description:
One pt. Sample with discrepant sodium results. Initial result gave 130mmol/l ; sample repeated two times giving 137 and 139 mmol/l respectively. Erroneous results were not reported. The field service rep was unable to determine the root cause. Performance tests were performed.